Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Device was returned in its inner blister package.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that after reformation the implantable cardioverter defibrillator (ICD) battery voltage was lower than expected prior to implant. It was requested that the device was checked for a battery problem. Another ICD was implanted. No patient complications have been reported as a result of this event.